Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 7.00mm / 2.0cm / 90cm pcb 2cm balloon catheter was advanced for dilation. During the procedure, the balloon ruptured during the pressurization for second inflation for 30 second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).